Event description:
It was reported by service report that the scale was inaccurate and bed drifted from an elevated position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: load cells, nylon nuts on lift motors.